Event description:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("the essure coils have migrated and are in pelvis") in a 43 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2010, the patient had essure inserted. On (B)(6) 2022 she experienced abdominal pain lower ("cramping"), pelvic pain ("pain"), nausea ("nausea"), depression ("depression"), anxiety ("anxiety"), abdominal discomfort ("abdominal pressure"), lethargy ("lethargy"), headache ("headache"), insomnia ("truble sleeping"), weight loss poor ("can't lose weight") and feeling abnormal ("feels toxic"). An unknown time later she experienced device dislocation (seriousness criterion medically important), abdominal pain ("abdominal pain"), fatigue ("fatigue") and abdominal distension ("bloating"). Essure treatment was not changed. No causality assessment was received for essure with regard to abdominal pain lower, pelvic pain, nausea, depression, anxiety, abdominal discomfort, lethargy, headache, insomnia, weight loss poor, feeling abnormal, device dislocation, abdominal pain, fatigue or abdominal distension. The reporter commented: she does not have insurance and is hoping to get assistance to cover the cost of the procedure. She does not want to file a lawsuit as much as possible, if we can assist her for the removal. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan] (date unknown): they were not present in the ultrasound [x-ray] (date unknown): the essure coils have migrated and are in my pelvis. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 22-aug-2022: case became serious incident. Events device dislocation , bloating , abdominal pain & fatigue were added. Follow up 1 & 2 processed together. (B)(6) 2022: follow up 1 & 2 processed together. Further company follow-up with the consumer is not possible. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("the essure coils have migrated and are in pelvis") in a 43 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2010, the patient had essure inserted. On (B)(6) 2022 she experienced abdominal pain lower ("cramping"), pelvic pain ("pain"), nausea ("nausea"), depression ("depression"), anxiety ("anxiety"), abdominal discomfort ("abdominal pressure"), lethargy ("lethargy"), headache ("headache"), insomnia ("truble sleeping"), weight loss poor ("can't lose weight") and feeling abnormal ("feels toxic"). An unknown time later she experienced device dislocation (seriousness criterion medically important), abdominal pain ("abdominal pain"), fatigue ("fatigue") and abdominal distension ("bloating"). Essure treatment was not changed. No causality assessment was received for essure with regard to abdominal pain lower, pelvic pain, nausea, depression, anxiety, abdominal discomfort, lethargy, headache, insomnia, weight loss poor, feeling abnormal, device dislocation, abdominal pain, fatigue or abdominal distension. The reporter commented: she does not have insurance and is hoping to get assistance to cover the cost of the procedure. She does not want to file a lawsuit as much as possible, if we can assist her for the removal. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan] (date unknown): they were not present in the ultrasound [x-ray] (date unknown): the essure coils have migrated and are in my pelvis quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 30-aug-2022: quality safety evaluation of ptc. Further company follow-up with the consumer is not possible. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.